Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl. The customer declined tandem technical support's offer to troubleshoot.

Manufacturer narrative:
The device investigation has been completed and the reported issue was confirmed while reviewing the pump's logs. In addition, a different issue was found.